Event description:
Device 1 of 3. Reference MFR. Report: 1627487-2012-09643, 09644. It was reported the patient experienced positional pain and discomfort at the ipg site. The patient also noted inadequate pain coverage. The devices were explanted and replaced by new devices. The new ipg was implanted in a more comfortable location. The issues were resolved and effective therapy was re-captured following the procedure. No further information is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.